Manufacturer narrative:
The date of (B)(6) 2016 that was reported on the initial MDR was incorrect. The correct original date should be (B)(6) 2016. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece would not test and the system froze before a procedure. There was no patient involved.

Manufacturer narrative:
System: (unable to confirm/inconclusive/unable to determine). Handpiece: (unable to confirm/inconclusive/unable to determine). Product evaluation - system: no further information was able to be obtained from this customer. However, a laser probe was sent back for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. With the information received, the root cause of the reported event cannot be determined. Product evaluation ¿ phaco handpiece: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on october 30, 2014. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).